Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received the IFU with the male external catheter, but he felt as though the instructions weren't enough to guide him on how to properly use it with the drain bag.

Event description:
It was reported that the patient received the IFU with the male external catheter, but he felt as though the instructions weren't enough to guide him on how to properly use it with the drain bag.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿product mislabeled¿ with a potential root cause of "unclear instructions". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.